Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that the patient had an elevated blood glucose of 9.7 mmol/l and she found the cannula plate seemed to have lifted away from the adhesive at an angle, however was still attached to the patient and adhesive was still securely in place. Caller was concerned that the boluses had not been delivered correctly, therefore changed the cannula and tubing at 1:47am, making sure to re-site cannula before administering an additional 0.2i.u. Manually via pump. At 4:00am the parents were alerted that the patient was having a seizure followed by nausea and vomiting. Patient's mother quickly administered patient with glucagon injection and called for an ambulance; patient was taken to hospital by paramedics and was admitted for observation. Requested return of the alleged device for evaluation.